Manufacturer narrative:
Updated d.4 and h.4 .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve into the native annulus at a depth of 4 mm on the non-coronary cusp and 6 mm on the left coronary cusp, a gradient of 6 mm hg was noted at discharge. Approximately 4 months later, a thrombus was noted. Anticoagulation and antiplatelet therapies were initiated. Additionally, paravalvular leak and hypoattenuated leaflet thickening were observed. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient had a tee performed 1 month and 16 days following valve implant that revealed that the paravalvular leak (pvl) improved from moderate-severe to moderate. 2 months and 13 days following implant of the valve, a transesophageal echocardiogram (tee) was performed that revealed a mean gradient of 6 millimeters of mercury (mm hg). The thrombus was discovered 12 days later on a computed tomography (CT) angiogram. The last three international normalized ratio (inr) results before the thrombus was detected were 1.09, 1.10, and 1.20. It was further reported that upon review of the CT scan, the left prosthetic cusp had a flailed leaflet. A valve-in-valve procedure was planned. No additional adverse patient effects were reported.